Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 20mg/dl. The customer passed out at a bank and was taken to the hospital. Customer indicated that their doctor has been contacted and their blood glucose value was 143mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that they wanted to report the hospital incident only and was unable to troubleshoot at the time of the call. There was no further information provided by the customer or troubleshooting.